Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after eating breakfast, the user experienced a postprandial blood glucose elevation to 192 mg/dl while using the ilet, which then returned to range within about an hour without alerts, assistance, or medical intervention. Symptoms included feeling okay without reported adverse effects. Outcomes included no functional limitation, incapacity, or need for clinical treatment. Investigation included user education and troubleshooting regarding typical postprandial glucose patterns and allowing the system time to correct. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with expected postprandial hyperglycemia and normal device operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.